Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bariatric procedure, the surgeon was able to press the green button and was able to squeeze the handle, but the device did not fire (lock). On the first try, the device was tried to be clamped again, and on the second try a new reload was used to resolve the issue and complete the case. There was no patient injury.